Event description:
Information received indicates the foot hi/low function is not going down due to fluid ingress on the logic board.

Manufacturer narrative:
The technician replaced the logic board to repair the bed.